Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was having major issues with epistaxis and was taken off of coumadin and was put on the 1a transplant list. The patient underwent a cardiac transplant. It was also reported that the patient was not having any pump related issues, but the hospital staff was returning the pump as the physician wanted it evaluated.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.